Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parent reported that the recipient was unable to hear sounds with the left-side device in early (B)(6) 2024. The recipient has been re-implanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However, to determine an exact root cause device investigation would be necessary. The device has been explanted but not yet returned for investigation.

Event description:
The parent reported that the recipient was unable to hear sounds with the left-side device in early (B)(6) 2024. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The parent reported that the recipient was unable to hear sounds with the left-side device in (B)(6) 2024. The recipient has been re-implanted.